Event description:
It was reported the physician inserted the needle into the pt and the valve (wave spring) popped off. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned device revealed the wave spring that secures the stopcock valve to the needle was missing. The valve/handle was loose but remained in position on the needle. A quality improvement project was initiated to address the wave spring issues (detaching, lack of tension, missing). Date report submitted to FDA by MFR: 10/07/2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.